Event description:
Ous MDR - after an implantation time of about 42 months oversensing without any shock delivery was reported. At a non-scheduled follow-up, the interfering signals could be provoked by manipulation around the ICD and from the outside. There were no lead irregularities on the x-ray. The lead could not be explanted and was deactivated. The ICD was explanted and returned to biotronik for analysis. No worsening of the patient¿s health was reported.

Manufacturer narrative:
The lead from the complaint was not submitted for analysis. An examination of the available data could confirm the clinical observation, but a close inspection of the ICD showed it to be fully functional. Damage to the lead insulation cannot be ruled out as a cause for the clinical observation.